Manufacturer narrative:
Corrected data. D1: updated/corrected.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella and automated impella controller (aic) were being placed to support the patient when the team discovered an aic error that prompted the team to remove and replace the console for patient use. The controller had a yellow alarm. The aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer. Device history lot: null. Device history batch: subcomponent name: optical bench fw v2.20 material number: 0042-96254.

Manufacturer narrative:
H5 and h8 was erroneously selected on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.